Event description:
The information received from the (B)(4) study indicated that approximately five months after implantation of a bx velocity stent in the mid left anterior decsending artery (lad), the patient had 80% in-stent restenosis of the bx velocity stent.

Manufacturer narrative:
On (B)(6) 2010 06:59, 24 hr clock: ck 150 (ul: 294), ck-mb 6.2 (5.50 ng/ml) and troponin I 0.05 (0.08 ng/ml). Hyomax 0.735mg, aspirin 325mg ((B)(6) 2010), analapril 40mg, actos 30mg, metoprolol 100mg, zetia 10mg, lipitor 40mg, metformin 1000mg, norvasc 5mg, hydrocholorthiazide 25mg, plavix 150mg ((B)(6) 2010), plavix 75mg ((B)(6) 2010) aspirin 325mg start date: (B)(6) 2011, ongoing and metformin 750mg start date: (B)(6) 2010, ongoing. Information received from the (B)(4) study indicated that a patient with multiple prior percutaneous interventions experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for angina, ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes and an unknown allergy. The patient has had seven intervention performed between 1993- 2011, with a total of nine catheterizations. The first cardiac catheterization in 1993 revealed a 70% stenosis in the proximal left anterior descending artery (lad), 90% stenosis in the 2nd obtuse marginal (om), 90% stenosis in the posterior descending artery (pda), 70% stenosis in om1 and 90% stenosis on the right pda. The patient had successful angioplasty performed the following day to the pda and om2. In 1997, the patient received two palmaz schatz stents to the mid right coronary artery (rca). In 2000, the patient received a 3.0mm x 18mm velocity to an 80% mid lad lesion. In 2001, angina inspired angiography revealed 30% proximal rca stenosis, 30% rpda stenosis, and 80% mid lad restenosis. The restenosis of the velocity was treated with balloon angioplasty. In 2010, enrollment into the study, the patient had a 3.5mm x 18mm cypher stent implanted in the proximal rca and a promus stent implanted in the proximal left circumflex artery (cfx). The rca was described as de novo, 14mm long 80% stenosed and mildly calcified. The lesion was pre-dilated followed by the implant of a 3.5mm x 18mm cypher stents at 20 atms. The stent was not post-dilated and the reported residual stenosis was 0%. Approximately ten months later due to exertional angina, angiography was performed and revealed restenosis in the proximal rca that was treated with the implant of a 3.0mm x 18mm xience stent. Because it is our intent to report conservatively and the proximity of the palmaz stents to the proximal rca lesion and stent is unknown, restenosis will be captured on those stents also. The sterile lot number for the velocity stent is unknown at this time; therefore, a device history report review could not be performed on this device. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the information provided suggests that the patient's extensive history of coronary artery disease in conjunction with family history, hypertension and diabetes may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of four products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00210, 9616099-2011-00376, 9616099-2011-00377 and 1016427-2011-00044.